Event description:
It was reported that the patient had an infection at the foot following a foot surgery. The patient was septic and had fever. It was not known if the infection was device nor procedure related. The patient was still in the hospital.